Manufacturer narrative:
The insulin pump had unresponsive down arrow button due to corroded keypad trace. No frozen screen noted. The time advanced properly. The battery out limit alarm could not be verified due to the unresponsive button. The device also had a scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low reservoir alarm which could not be cleared. She changed the battery and received a battery out limit alarm that could not be cleared either and the display was frozen. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.